Event description:
It was reported that the device froze up when it was boot up. The screen lights up and then it goes blank, and a loud beep occurred until the battery was removed. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found that the top case was cracked and chipped by the front right and left bottom corners. Some contamination was seen, and the battery pack was missing. The reported problem was duplicated; investigator was unable to upload information (software and configuration) using power point process. The investigation found that the interconnect board was contaminated and it?s believed to be attributed to the customer as contamination and missing parts were found in the device. For corrective action the interconnect board was replaced, and software was uploaded and configured. The root cause was traced to the customer for improper handling. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records, corrected data: correction: d4: model number: 4000.